Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed as valid after evaluating the device. The inspection shows the lock mechanism rattles when turning and has no hold when closed; therefore, the lock mechanism must be opened and overhauled. The retaining ring and thrust bearing must be replaced because of wear, the disk ratchet must be replaced to adjust the lock, and the rocker arm shows deep scratches inside. It is not possible to insert the test pin; it must be replaced along with the worn washers. To resolve the issues found, the rocker arm was replaced, the skull clamps internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The lock mechanism rattles when turning and has no hold when closed, the lock needed to be opened and overhauled, and the rocker arm had deep scratches inside and needed replacement. The probable root cause is routine wear and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A distributor reported that during craniotomy surgery, the screw on the mayfield composite series skull clamp (a3059) was not locking when on the patient's head. The medical team had to use another mayfield skull clamp. End user: royal infirmary of edinburgh in the UK.